Manufacturer narrative:
The suspect device has not yet been returned for evaluation. Requests have been made to the customer for the return of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Device has not yet been returned.

Event description:
The customer reported that, during reprocessing, water was leaking from the light source. Every scope that was plugged into the light source leaked water. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was returned and inspected. Olympus repair center was unable to confirm the customer's complaint: ¿it is leaking water out, every scope that plugs into this unit leaks water.¿ the device was tested and inspected unit using test scopes (cf-hq190l, gif-h180) connect to a water bottle and it operated without any issue. There were no signs of water damaged inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additional defects found during inspection include: olympus lamp life meter was reading at 100+hours, light output measured out of range, there was a worn out socket slider switch caused intermittent use of high intensity mode, and scratches on the top cover. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.